Event description:
Device's pacer output knob intermittently is not functioning. There was no pt involvement in the reported failure. There was another subsequent event reported with this device, which occurred at a different customer's facility during an evaluation of the device and was documented.